Event description:
It was reported that the colonovideoscope exhibited scope communication error (e226). The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the investigation results, it is likely that the scope communication error (e226) was caused by corrosion on the endoscope connector. The cause of the sticky scope connector could not be established. However, it is presumed that the most likely cause of sticky scope connector was due to water leakage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction in h11. Updated fields: h2. Corrected fields: h11. In addition, the following reportable malfunction was identified during the device evaluation: a sticky scope connector. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.